Manufacturer narrative:
The product return is anticipated, but has not yet arrived. A follow up medwatch will be submitted at the completion of the investigation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined.

Event description:
It was reported following a percutaneous procedure, an angio-seal vip was selected for use. The insertion sheath was inserted as normal, the angio-seal vip device was advanced through the insertion sheath, and the anchor was deployed into the artery. Once the anchor was set the physician began to withdraw the device and the device locked and was unable to pull back and properly deployed the device. The pt underwent surgical intervention to remove the device.